Manufacturer narrative:
Two samples collected from the same patient on (B)(6) 2016 were provided for investigation. Each sample was tested using a cobas 8000 analyzer, the sysmex clia test method, and the inno-lia (B)(6) score test method. The first sample resulted as 0.039 coi (B)(6) when tested on the cobas 8000 analyzer on (B)(6) 2016. The sample was repeated on the cobas 8000 analyzer, resulting as 0.04 coi (B)(6) on (B)(6) 2016. The sample resulted as 4 s/co (B)(6) when tested with the sysmex clia test method on (B)(6) 2016. The sample resulted as indeterminate with a 3+ band for ns3 on (B)(6) 2016 when tested with the inno-lia (B)(6) score test method. The first sample resulted as 0.04 coi (B)(6) when tested on the cobas 8000 analyzer on (B)(6) 2016. The sample was repeated on the cobas 8000 analyzer, resulting as 0.039 coi (B)(6) on (B)(6) 2016. The sample resulted as 3.84 s/co (B)(6) when tested with the sysmex clia test method on (B)(6) 2016. The sample resulted as indeterminate with a 3+ band for ns3 on (B)(6) 2016 when tested with the inno-lia (B)(6) score test method. The cobas 8000 serial number was (B)(4). (B)(6) reagent lot number 188450, with an expiration date of may 2016 was used on this analyzer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for antibody to (B)(6) on an e411 analyzer. It was asked, but it is unknown if the erroneous result was reported outside of the laboratory. There were no errors on the analyzer. The sample resulted as (B)(6) when tested on the e411 analyzer. The sample was also tested using the lumipulse method, resulting as (B)(6). A previous sample from the same patient 1 year ago resulted as (B)(6). The testing method used for the previous sample was not known. The patient was not adversely affected. The e411 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No final conclusion could be made since results were indeterminate with the (B)(6) score test method. Further investigation of the patient samples was offered, but declined.